Event description:
Note: this report pertains to the second of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2010-00484 for a description of the first device. It was reported to boston scientific corporation that during a cystocele and rectocele repair procedure using a pinnacle posterior pfr kit, which was modified by the physician to fit the anterior compartment, the mesh leg detached halfway between the needle and the dilator tube when the physician was pulling the second mesh leg through the second sacrospinous ligament. The needle was captured inside the capio device cage. The physician modified another pinnacle posterior pfr kit to fit the anterior compartment, which he used to complete the cystocele procedure, without complications to the patient, who is reportedly "fine" post-procedure. The rectocele repair portion of the procedure was not completed as the physician did not have another pinnacle posterior pfr kit.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.